Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device was explanted due to a pocket erosion. No adverse patient effects were reported following the procedure.